Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that three infusion set tubing was leaking at site connector and infusion set is long for 2 days. The blood glucose level was 330 mg/dl. No further information available.